Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the power module alarming when connected to the system controller with a comprised/burned power cable was confirmed. The evaluation of the returned system controller pcx-13820 revealed an electrical contact/short between one of the power lines and the shield in the controller¿s white power cable resulting in a yellow wrench alarm on the power module (controller reported under MFR # 2916596-2021-01072). The evaluation of the returned power module serial number (B)(4). Revealed a damaged system monitor connector assembly. As a result, the connector was pushed back and the connection between the returned power module and a test system monitor was compromised; however, the power module was still able to supply power to the test system controller/test pump. Although the damage to the connector appeared mechanical, a specific root cause as not able to be determined. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-01072. It was reported that the patient's system controller was smoking, the lights on the controller were off, and the power module was alarming. Emergency medical services confirmed that there was a burn mark on one of the power leads on the controller, and switched the patient to the backup controller. The patient denied any symptoms associated with the event and was sent home with a loaner power module until a replacement could be sent. The local fire department inspected the outlet that the power module had been plugged into at the time of the event, and stated that it looked to be functioning normally. The power module had recently undergone its yearly maintenance by the biomedical team and had passed. A new patient cable was placed for use at that time. The power module, patient cable, and system controller were returned for evaluation.